Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5, d10, h6 (health effect clinical code and health effect impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the inside of the device and no blood infiltration was confirmed. The confirmed alarm is "leak in iab circuit". The device is in good condition.

Event description:
It was reported during use on a patient that the cs300 intra-aortic balloon pump (iabp), suspected blood intrusion due to balloon rupture was reported. Although treatment was resumed after no blood was found, frequent alarms and patient pain led to suspension of treatment and attempted balloon catheter replacement. Manual removal failed due to vascular resistance, requiring surgical removal. Hemodynamic deterioration occurred due to treatment interruption, necessitating ECMO support before surgery. Iabp treatment was not resumed after removal. The hospital contacted the manufacturer on the 15th, and a site visit on the 16th confirmed no blood infiltration; no parts were replaced or repairs performed. The incident was associated with suspected balloon rupture of another company's device. No harm was reported related to the cs300 device itself.

Event description:
It was reported during use on a patient that the cs300 intra-aortic balloon pump (iabp), suspected blood intrusion due to balloon rupture was reported. Although treatment was resumed after no blood was found, frequent alarms and patient pain led to suspension of treatment and attempted balloon catheter replacement. Manual removal failed due to vascular resistance, requiring surgical removal. Hemodynamic deterioration occurred due to treatment interruption, necessitating ECMO support before surgery. Iabp treatment was not resumed after removal. The hospital contacted the manufacturer on the 15th, and a site visit on the 16th confirmed no blood infiltration; no parts were replaced or repairs performed. The incident was associated with suspected balloon rupture of another company's device.

Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.